Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection. A revision was performed and both the ICD and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported.